Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 430-570 mg/dl); cause was not known. Manual injections and a bolus was delivered to address bg. As elevated bg had been resolved at the time of the report, recommendation was made for the customer to discuss the event with a healthcare provider.